Event description:
Following an ultrasound, the patient was sitting and preparing to stand up. The patient was sliding down to the foot of the table when the foot section dropped and the patient fell to the floor in a sitting position. The patient did not sustain any injury. Biomed was called to examine the table and was not able to duplicate the fall. It is possible that the patient's clothing may have been caught on the release latch.